Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a colonoscopy procedure. Patient's age, and weight were not provided. Per the complainant, during the procedure, the clip would not deploy. The procedure was completed with another resolution clip device. There has been no report of complications or injury to the patient due to this event. Post procedure the patient's status is okay.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).